Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the implanted device alerted due to low, out-of-range (oor) right ventricular (rv) pace impedance. The value had decreased from approximately 500 ohms to 221 ohms before decreasing further oor. It was also observed that the r-wave amplitude had decreased from 25 mv to 9 mv and the threshold test stopped running. The presenting electrogram demonstrated possible rv loss of capture. The shock channel electrogram (egm) was also negative and not like prior presenting egms. Technical services discussed the possibility of dislodgment or perforation and recommended evaluation of the patient in-clinic with x-ray imaging. No adverse patient effects were reported. The lead remains implanted and in service.